Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to what looked like movement related noise. Troubleshooting was performed and noise was recreated as soon as the patient lifter their head. Auto setup was performed and the device switched to the secondary sensing vector. This s-ICD remains in service. No additional adverse patient effects were reported.